Event description:
It was reported that the snap ring of the target device has come loosen. Whereabouts unknown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the inspection documents (DHR). The item returned was documented as meeting specifications prior to distribution. The c-ring was not available for investigation. Most likely the c-ring was damaged/detached during pre-operative cleaning at the hospital, and the damage was not noticed during inspection. Previous complaints have reported a detached c-ring. In these previous cases a contribution by the design could not be excluded. Therefore a design change was performed ¿ the c-ring design was changed. Internal tests confirmed the effectiveness of the new design: the new design does not prevent a c-ring detachment every time (i.e. In case of rough handling), however, it makes a detachment more difficult. No non-conformity identified.

Event description:
It was reported that the snap ring of the target device has come loosen. Whereabouts unknown.